Event description:
The device is used by healthcare professionals in the collection and in-vitro storage of neonate blood. The neonate blood is tested to screen the infant for congenital abnormalities of metabolism and other conditions. The device is presented as joined parts which constitute the total device presentation; these parts are filter paper to which the infant's blood is applied. A form onto which the infant's demographic details are recorded. The 903 card supplied to newborn screening program, (B) (4) department of health and senior services, is a customized card which the customer designs in partnership with whatman, to meet the customer requirements for newborn screening. The complaint from the customer was that for a small number of cards (approximately 35), blood spots applied to the filter paper portion of the card, when dried, did not visually appear to have uniformly absorbed into the filter paper.